Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter that the needle bellows on the coulter lh 750 hematology analyzer were not draining and there was an approximately 40ml overflow of blood. The customer was wearing a lab coat, goggles, and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. No erroneous patient results were generated. The field service engineer (fse) found the check valve (cv47-b) on the bellows waste line was clogged. The fse replaced the small check valve cv47-b and resolved the issue.